Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012, due to patient allegations of pain, bone/tissue damage and elevated metal ion levels. The modular head and taper adapter were removed and replaced. Review of invoice history suggests patient underwent a further revision procedure on (B)(6) 2012 due to an unknown reason. The modular head and liner were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to correct information errantly reported in the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-05750 / 05752).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain, bone/tissue damage and elevated metal ion levels. The modular head and taper adapter were removed and replaced. Review of invoice history suggests patient underwent a further revision procedure on (B)(6) 2012 due to an unknown reason. The modular head and liner were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's operative (op) notes dated (B)(6) 2012 report patient was revised due to a stress fracture. Revision op report notes the presence of fluid and heterotropic bone. Op report further notes the patient underwent a fixation of the stress fracture and a head exchange.